Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: on 02-nov-2016, a tss conducted follow-up with the customer over-the-phone to address the reported event. Tss performed troubleshooting with the customer and found that on the day of testing the quality control for tsh was trending higher. Although within range, the control was on the high side of the mean, the specimen was not available for retesting. The most probable cause of the reported event was due to a quality control high on the date of testing. The customer was advised to run closer to group peer mean.

Event description:
On (B)(6) 2016, a customer reported a failed proficiency survey for 3 of 5 samples with tsh with their aia-900 analyzer. The customer was unable to run samples and requested assistance to address the reported event. A technical support specialist (tss) reviewed the data with the customer. There was no indication of patient intervention or adverse health consequences due to the failed proficiency testing.